Manufacturer narrative:
Reported to the FDA on june 27, 2007.

Event description:
Reported by the complainant as follows... Admitted in 2007 with a left thalamic hemorrhage and intraventricular bleed. He had a previous history of hypertension and was described as morbidly obese, weighing in over three hundred pounds. He developed acute renal failure secondary to rhabdomyolysis. While in the ICU he developed c. Difficile colitis. As a result of the c. Difficile, the patient developed watery diarrhea which was causing skin breakdown, a decision was made to implement the fms. It should be noted that the nurses in the ICU have used this device successfully on two other patients in the ICU without complications. We have had excellent support from the company represent. The device was inserted sixteen days later, as directed by the manufacturer. It was in place without incident and was working well until the following month, when the nurse caring for the patient noticed blood from the rectum on the blue pad underneath the patient. The amount of blood was not determined only that it was present on one blue pad. There was no bleeding noted for the rest of that day. The following day, the nurse charted that no blood or clots were observed from the rectum. The next night, blood from the rectum was again noted on the blue pad. The next day, there was no blood noted but the fms was removed by order from the physician, due to the previous episodes of bleeding. There was no further bleeding from the rectum. The patient was transfused with one unit of blood. A colonoscopy was performed by doctor the month before to investigate the reason for bleeding. Doctor reported that he felt the bleeding was secondary to the rectal tube placement and recommended avoiding further use of the fms. The protocol was followed by the staff. No discomfort was voiced by the patient, but it should be remembered that the patient was neurologically compromised.